Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient's mother had noticed that there was some irritation on the patients skin. She had attempted to place some gauze between the tracheostomy tube and the patients skin, when she felt a sharp edge on the tracheostomy tube with her hand. The patient had received a superficial cut to the neck that already healed with no long term effects. The tube was removed and replaced.

Manufacturer narrative:
Device evaluation: one sample was received for evaluation, and the reported condition was confirmed. A visual inspection was performed and it was observed that there was a flash in the injection point at the flange/connector. If information is provided in the future, a supplemental report will be issued.